Event description:
Customer received a blood glucose reading of 354mg/dl and went to the emergency room. The hosp tested and received a result of 172mg/dl, a lab was also performed with a result of 168mg/dl. The customer was given saline IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.